Event description:
Pt presented to dr's office, s/p rt knee arthroplasty. Subsequently developed pain and swelling and underwent a right knee aspiration consistent with inflammatory synovitis and possible infection. Pt underwent irrigation and debridement, removal of prosthesis, reimplantation of right knee.